Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Based on the investigation, the system correctly asserted predictive high alerts and high glucose alerts between (B)(6) 2019. The highest recorded value by the system was 386 mg/dl on (B)(6) and the asserted hyper alerts before it reached this high value. There is no malfunction of the system and system functioned as intended.

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where user experienced a hyperglycemic event and was admitted to ICU for IV insulin and IV hydration.